Event description:
It was reported that during a laparoscopic colon procedure, the device misfired on the initial firing. The staples did not form. A new device was used to complete the procedure. There was no patient impact reported. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.